Event description:
It was reported that during an esophageal achalasia procedure, the reducer part (soft plastic part) of the device was detacted and came out with clamp. Another device was sued to completer the case. There were no adverse consequences to the patient.